Manufacturer narrative:
Cmp-(B)(4). Medical products-comprehensive reverse tray catalog#:115370 lot#:488700; comprehensive primary stem catalog#:113668 lot#:044560; central screw catalog#:115396 lot#:402710; locking screw catalog#:180551 lot#:369350; locking screw catalog#:180553 lot#:651160; non-locking screw catalog#: 180558 lot#:030300; non-locking screw catalog#:180557 lot#:030260; comprehensive glenosphere catalog#:115310 lot#:383280; humeral bearing catalog#:ep-115393 lot#:864620; steinmann pin catalog#:405800 lot#:572700; drill catalog#:405883 lot#:797890; bone cement catalog#:402433 lot#:003990; hip kit catalog#:417000 lot#:608885; dia drill catalog#:405889 lot#:958000. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation after the revision surgery. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01739, 0001825034-2017-02912, 0001825034-2017-02926, 0001825034-2017-02913, 0001825034-2017-02931, 0001825034-2017-02884, 0001825034-2017-03039, 0001825034-2017-03047, 0001825034-2017-03048, 0001825034-2017-03049, 0001825034-2017-03050, 0001825034-2017-03053, 0001825034-2017-03052.

Event description:
It is reported the patient underwent a right shoulder exploratory procedure and neurolysis of the brachial plexus with release of adhesions approximately three months post-implantation of a reverse shoulder arthroplasty due to plexopathy with complete paralysis of the entire right arm/shoulder, numbness and tingling, weakness, stiffness, decreased range of motion, and decreased wrist and hand strength and function. The nerve issues reportedly began immediately following reverse total shoulder arthroplasty. Some function was reportedly restored in the hand, wrist, and elbow, however limited range of motion persisted in the shoulder.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.